Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 407 mg/dl. The customer treated his blood glucose with a bolus via insulin pump therapy. The customer stated that he had lost his serter and was stressing out because he was unable to find it. Advised a replacement serter would be sent. Advised customer that he could manually insert for the time being. The customer confirmed that he was able to do so successfully. Nothing further reported.